Event description:
It was reported that ten years post a filter implantation procedure, the patient expired. An unspecified greenfield filter was implanted in the patient in (B)(6) 1998. Ten years post procedure, the patient expired due to injuries suffered as a result of implantation.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).